Event description:
It was reported, during a prophylactic replacement of the intrathecal drug delivery pump, the catheter was found to be torn in half. It was unk, if the surgeon had sliced it while opening the pocket. No pt symptoms were reported. The drug used in the pump was morphine 5 mg/ml at a dose of 0.5 mg/day. A new pump connector portion of catheter was placed along with the new pump. The pt recovered without sequela.

Manufacturer narrative:
The pump and catheter were returned to the MFR for analysis. Final device analysis results were not available on the date of this report. A follow up report will be submitted, when device analysis is complete.